Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices were received with no specific identifier to the lot numbers, therefore all the evaluations were performed together. Device 1: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was no saline residue in the suction tube. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the electrode did not function as intended for both the functions. Therefore the complaint can be confirmed, the device was sent to supplier for further evaluation and the following evaluation is from the supplier: summary device 1: the original complaint can be confirmed. Initially the device had no active continuity suggesting a breakdown within the active circuit. Further investigation suggests that the active breakdown was at the distal end of the device. Similar instances have been recorded in the past, with the root cause being an incomplete adhesive seal at the distal end of the device, allowing for saline to ingress the un-insulated active/return, resulting in activation (with the saline resulting in a bridge between the active and return) behind the active tip. Further activation would likely result in manifold damage thus the testing was halted. The complaint failure mode has been reviewed against the systems risk assessment document. This failure mode is predicted to lead to either a delay or cancellation of procedure with severity negligible & minor respectively. The currently probability level is ¿probable¿. A review of our complaint records over the last 12 months to assess the frequency for this defect shows one other complaint device therefore the frequency of occurrence is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Electrodes which exhibit a similar defect have been further investigated through supplier CAPA which concluded as the risk is below the anticipated rate of failure detailed in the system ra, pfmea therefore the risk is deemed negligible/minor no further corrective or preventative action are required. Device 2: the complaint device was received and evaluated. Visual observation under magnification revealed there was some debris on the active tip but no structural damage. There was no saline residue in the suction tube. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. The electrode worked as intended for coagulation function but the electrode did not function as intended for ablate and the generator showed output short error code. Therefore the complaint can be confirmed, the device was sent to supplier for further evaluation and the following evaluation is from the supplier: summary device 2: post electrical testing, and the hipot failure suggest a breakdown in insulation between the active and return circuits. The initial damage seen on the electrode shows that the electrode had been activated resulting in activation and charring at the back end of the active circuit. This charring/carbonisation would then act as a bridge, between the active and return circuits, explaining the hipot failure. Similar instances have been recorded in the past, with the root cause being an incomplete adhesive seal at the distal end of the device, allowing for saline to ingress the uninsulated active/return, resulting in activation (with the saline resulting in a bridge between the active and return) behind the active tip. Further activation would likely result in manifold damage thus the testing was halted. The complaint failure mode has been reviewed against the systems risk assessment document. This failure mode is predicted to lead to either a delay or cancellation of procedure with severity negligible & minor respectively. The currently probability level is ¿probable¿. A review of our complaint records over the last 12 months to assess the frequency for this defect shows one other complaint device therefore the frequency of occurrence is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Electrodes which exhibit a similar defect have been further investigated through supplier CAPA which concluded as the risk is below the anticipated rate of failure detailed in the system ra, pfmea therefore the risk is deemed negligible/minor no further corrective or preventative action are required. Device 3: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was no saline residue in the suction tube. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the electrode did not function as intended for both the functions. Therefore the complaint can be confirmed, the device was sent to supplier for further evaluation and the following evaluation is from the supplier: summary device 3: a more detailed evaluation of the device found that the root cause to be a break in continuity across the electrical crimp contained within the handle of the electrode. From our investigation we were able to confirm the returned device had no active continuity indicating an intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document and the current risk severity category is classified as low and a failure severity of minor. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence seen is consistent with previous devices that have been investigated under supplier CAPA which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. At this point in time, no corrective action is required, and no further action is warranted. A DHR review has been performed for the complaint device lot numbers u1806114, u1806117 & u1807029 no issues (ncrs or deviations) within the manufacturing process have been indicated which might explain the failures observed. At this point in time, no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2019-55901, 1221934-2019-55902

Event description:
It was reported by the affiliate that there were issues with 3 vapr s90 probes. During start up phase of the vapr s90, normal values on the screen but probes just didn't work. The nurse took a fourth probe. No problem anymore. This new one had a new lot number. No patient consequence additional information: normal values on the screen of the vapr console but no ablation. No delays